Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received indicating the patient is do not resuscitate, therefore the device will not be replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up. The patient was undergoing a non-device related procedure and the device was being reprogrammed to turn therapies off. Upon interrogation it was noted therapy was already off and the device had reverted to storage mode. Boston scientific technical services (ts) discussed no therapy is available in storage mode and recommended device replacement. No adverse patient effects were reported.